Event description:
Complaints of difficult breathing by an elderly woman following an sb2 procedure. The pt had xray the following day and it was determined that the capsule was in her lungs. The event was acute, an office pulmonologist was consulted and removed the pillcam capsule with a bronchoscope and snare. The pt is doing well.

Manufacturer narrative:
The pt in this case evidently aspirated the pillcam capsule after attempting to swallow it. The capsule was seen to be in the pt's lungs on x-ray. It was retrieved successfully by a pulmonologist with a bronchoscope and snare. As a result, it appears that this pt has a swallowing disorder which led to aspiration.